Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 20 miu/ml hcg urine cutoff control and 3 high level of hcg urine controls (205.2 iu/ml, 208.6 iu/ml and 216.8 iu/ml), all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Received an email from distributor alleging fn results for hcg combo cassette for 7 or 8 patients. Email stated over the past 2-3 weeks (exact dates not available), customer has been getting fn urine hcg results on tests from 7 or 8 patients, at least two different boxes. Unknown if it was same lot or shipment. They would repeat and still get a negative result. Then on some of the samples, the third test would be positive. They would then send patients across the street for blood work, and patients were hcg positive (no specific lab results were provided). Customer had no details to provide about any of the individual patients. Patients were pregnant as confirmed by lab results, however specific lab results were requested but not provided. No reported injury or illness to the patient or the baby. No further treatment and/or hospitalization was necessary. No reported related patient ae. Although requested, no additional information provided,